Manufacturer narrative:
One device was received for evaluation. Visual inspection found, a damaged downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed, all functional testing. The service history review had no indication, that the complaint was related to a service of the device within the review period.

Event description:
It was stated, that the pump shows zero service. And needs preventive maintenance. There was unknown, patient involvement. Device analysis found, a damaged downstream occlusion (dso) sensor.